Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge. Ultimately, the customer reverted to an alternate method of insulin therapy.